Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was 120 mg/dl. The customer reported that the insulin pump had a blank display. The customer reported that they had the pump vibrate, and he replaced the battery but all he got was vibrations, and nothing on the screen. Troubleshooting was performed but the display did not return. The customer also reported that the insulin pump was exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. No vibrating noted. Unable to verify lost sensor alarm due to blank display. Device received with corroded motor home switch.